Event description:
Same case as MFR report #s: 2134265-2010-02725, 2134265-2010-02760. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection and stent damage occurred. Two lesions were identified, one in the left anterior descending artery (lad) and one in the diagonal artery. Vascular access was obtained through the radial artery. The lesion in the diagonal was treated first. A 3.0x16mm promus element stent was advanced to the lesion in the diagonal artery and implanted. Second, the lesion in the lad was treated. The de novo lesion measuring approximately 3.0mm in diameter and 18mm in length was located in a non-calcified and non-tortuous lad. The lesion was predilated with a 2.5x15mm apex balloon. A 3.5x20mm promus element drug eluting stent was advanced to the lesion in the lad and deployed at nominal atms. A 3.5x15mm quantum maverick balloon was used to post-dilate the lesion. Angiography performed after post-dilation revealed a dissection proximal to the stent. A 4.0x8mm promus element drug eluting stent was deployed at nominal atms in the ostium of the lad into the left main artery (lm) to cover the dissection. Some of the stent struts were covering the left circumflex artery (lcx) and the struts were opened with balloon angioplasty. When the physician was post-dilating the 4.0x8mm promus element drug eluting stent, the physician noted that the stent compressed longitudinally from the proximal to distal direction. A further dissection in the lm was also noted at this time. A 4.0x12mm promus element drug eluting stent was deployed at nominal atms to cover the dissection and overlapped the previously implanted 4.0x8mm promus element drug eluting stent. Via angiogram the stent struts at the location of the overlap appeared deformed and the physician could not determine to which stent the deformed struts were attached. The overlapping stents were postdilated and a satisfactory result was obtained, although the struts at the point of overlap appeared "squashed." No further patient injuries or complications occurred. Patient status is listed as "stable." This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).